Event description:
It was reported that impedance measurements of this left ventricular lead were trending downwards. The implanted system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).